Manufacturer narrative:
Hill-rom technician found the latch had food in it causing it not to latch. A search of hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned the latch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the head right rail intermittent latch/hard to latch. The bed was located at the account in ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).